Event description:
Per dealer 4 way valve is stuck. S/n (B)(4). Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve is stuck and was replaced. Additional malfunctions were poppet valve not shifting the worm clamp on tubing was leaking and the zip ties to the tubing was leaking and all where replaced.